Manufacturer narrative:
Block b3: exact date unknown, event occurred 3 years ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2316700. Model: sc-2316-70. Serial: (B)(6).. Batch: 20333014.

Event description:
It was reported that the patient experienced inadequate stimulation despite reprogramming attempt. X-ray revealed lead migration. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components will not be returned per facility policy.